Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. Pairing test was performed, and the test passed. A review of the downloaded data log did not confirm the reported event of failed transmitter error. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device: passed. Cloud/share data available: yes-attached. Finding related to complaint in cloud/share data: no findings. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.